Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of pt involvement. Investigation/conclusion: the unit was returned to mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Inspection of the unit revealed a small cut on the filler cap o-ring. Further investigation revealed the presence of metal contamination at the thermostat assembly. This causes an opening of the oxygen passage leading to output deviations.